Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The specific value is unknown but bg remained between 54-500mg/dl. Reportedly, the cartridge was reloaded and insulin delivery was resumed however the altitude alarm recurred. The customer reverted to alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.